Event description:
Device implicated in the death of the device user's infant child. As reported by the pt (the device user), the child was asphyxiated when the device user became unconscious and rolled onto the child. The pt does not allege that there was a device failure, beyond that she was using the device and she became unconscious while breast-feeding and the infant was asphyxiated. The event description provided by the pt is vague. She reports that her blood glucose was low one morning and that she does not remember anything until that same evening when her husband came home and found her still in bed. Her last blood glucose check was the evening before the incident when her blood glucose was 80 mg/dl at bedtime. The date of the reported episode of her becoming unconscious and her infant son expiring was in 2006. The pt reports that her son was taken to a hospital, but she states that she is not able to remember much of anything. She reports that she told her husband goodbye at 7:30 am that morning and when her husband arrived home at 5:30 pm, he found her still in bed. Reportedly, he gave her a banana and fruit snacks. She reports that later a blood glucose check was done and it was 64 mg/dl. Pt reports that they have two older girls and they just thought that mom was quieter than normal that day. The pt did not report that she was treated or hospitalized.

Event description:
Device implicated in the death of the device user's infant child. As reported by the pt (the device user), the child was asphyxiated when the device user became unconscious and rolled onto the child. The pt does not allege that there was a device failure, beyond that she was using the device and she became unconscious while breast-feeding and the infant was asphyxiated. The event description provided by the pt is vague. She reports that her blood glucose was low one morning and that she does not remember anything until the same evening when her husband came home and found her still in bed. Her last blood glucose check was the evening before the incident when her blood glucose was 80 mg/dl at bedtime. The date of the reported episode of her becoming unconscious and her infant son expiring was in 2006. The pt reports that her son was taken to a hospital, but she states that she is not able to remember much of anything. She reports that she told her husband goodbye at 7:30 am that morning and when her husband arrived home at 5:30 pm, he found her still in bed. Reportedly, he gave her a banana and fruit snacks. She reports that later a blood glucose check was done and it was 64 mg/dl. Pt reports that they have two older girls and they just thought that mom was quieter than normal that day. The pt did not report that she was treated or hospitalized.